Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage occurred during use with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, "during use, the customer found 1ea abg that the blood was leaking from the plunger stopper."